Event description:
Reporter called lfs in 2001 alleging that one of their surestep pro bedside units had been giving them a false low reading compared to the lab. The pt wasa gestational diabetes mellitus. Pt is not on insulin per the reporter. The reporter claims that the pt came in the previous day. Pt was tested on the sspro meter and it read 209. Forty minutes later the pt was tested at the lab and it read 80. "Nothing was done for treatment as far as the reporter knows. The pt does not know why the pt came in, but knows that the pt did not deliver the babay. The meter has been replaced and the reporter does not know the time of the incident. The reporter was told that the incident happened in the evening.